Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (batch no. A64625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), fexofenadine (allegra), levothyroxine sodium (synthroid), omeprazole and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), the first episode of weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), temperature intolerance ("intolerance to temperature changes"), migraine ("migraines"), headache ("headaches"), rash ("rashes orskin conditions type: rashes and peeling skin on palms of my hands"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("ision/eye problems type:blurred vision"), fatigue ("fatigue"), the second episode of weight increased ("weight gain"), palpitations ("heart palpitations"), hepatic enzyme increased ("high liver enzymes"), menopause ("hormonal changes describe: went in to instant menopause"), abdominal pain lower ("abdominal pain lower both sides") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (removal of essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, autoimmune disorder, hypersensitivity, depression, anxiety, temperature intolerance, migraine, headache, rash, dyspareunia, vision blurred, the last episode of weight increased, palpitations, hepatic enzyme increased and menopause outcome was unknown and the fatigue, abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, depression, dyspareunia, fatigue, headache, hepatic enzyme increased, hypersensitivity, menopause, migraine, palpitations, rash, temperature intolerance, uterine perforation, vision blurred, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-may-2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and autoimmune disorder ('autoimmune issues') in an adult female patient who had essure (batch no. A64625, a64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies and grand multiparity. Concurrent conditions included haemorrhage nos, thrombosis and loss of energy. Concomitant products included anti allergic agents, fexofenadine hydrochloride (allegra), levothyroxine sodium (synthroid), omeprazole and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions, she is an allergy to something"), depression ("depression"), anxiety ("anxiety"), temperature intolerance ("intolerance to temperature changes"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: rashes and peeling skin on palms of my hands"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type:blurred vision"), fatigue ("fatigue"), palpitations ("heart palpitations"), menopause ("hormonal changes describe: went in to instant menopause"), abdominal pain lower ("abdominal pain lower both sides"), vulvovaginal pain ("vaginal pain"), abdominal distension ("the bloating didn't go away quickly"), vitamin d deficiency ("vitamin d deficiency") and skin exfoliation ("both her palms look likes that peeling skin.") And was found to have weight increased ("weight gain"), hepatic enzyme increased ("high liver enzymes") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (removal of essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, autoimmune disorder, hypersensitivity, depression, anxiety, temperature intolerance, migraine, headache, rash, dyspareunia, vision blurred, palpitations, hepatic enzyme increased, menopause, vitamin d deficiency and blood cholesterol increased outcome was unknown, the weight increased, fatigue, abdominal pain lower and vulvovaginal pain had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, autoimmune disorder, blood cholesterol increased, depression, dyspareunia, fatigue, headache, hepatic enzyme increased, hypersensitivity, menopause, migraine, palpitations, rash, skin exfoliation, temperature intolerance, uterine perforation, vision blurred, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion, satisfactory occlusion of both fallopian tubes. Lot number: a64625, manufacture date:2012/10, expiration date:2015/10; lot number: a64626, manufacture date:2012/10, expiration date: 2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and autoimmune disorder ('autoimmune issues') in an adult female patient who had essure (batch no. A64625, a64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies and grand multiparity. Concurrent conditions included haemorrhage nos, thrombosis and loss of energy. Concomitant products included anti allergic agents, fexofenadine hydrochloride (allegra), levothyroxine sodium (synthroid), omeprazole and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions, she is an allergy to something"), depression ("depression"), anxiety ("anxiety"), temperature intolerance ("intolerance to temperature changes"), migraine ("migraines"), headache ("headaches"), rash ("rashes orskin conditions type: rashes and peeling skin on palms of my hands"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("ision/eye problems type:blurred vision"), fatigue ("fatigue"), palpitations ("heart palpitations"), menopause ("hormonal changes describe: went in to instant menopause"), abdominal pain lower ("abdominal pain lower both sides"), vulvovaginal pain ("vaginal pain"), abdominal distension ("the bloating didn't go away quickly"), vitamin d deficiency ("vitamin d deficiency") and skin exfoliation ("both her palms look likes that peeling skin.") And was found to have weight increased ("weight gain"), hepatic enzyme increased ("high liver enzymes") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (removal of essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, autoimmune disorder, hypersensitivity, depression, anxiety, temperature intolerance, migraine, headache, rash, dyspareunia, vision blurred, palpitations, hepatic enzyme increased, menopause, vitamin d deficiency and blood cholesterol increased outcome was unknown, the weight increased, fatigue, abdominal pain lower and vulvovaginal pain had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, autoimmune disorder, blood cholesterol increased, depression, dyspareunia, fatigue, headache, hepatic enzyme increased, hypersensitivity, menopause, migraine, palpitations, rash, skin exfoliation, temperature intolerance, uterine perforation, vision blurred, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion, satisfactory occlusion of both fallopian tubes.. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. New reporter and lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and autoimmune disorder ('autoimmune issues') in an adult female patient who had essure (batch no. A64625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included haemorrhage nos, thrombosis and loss of energy. Concomitant products included anti allergic agents, fexofenadine hydrochloride (allegra), levothyroxine sodium (synthroid), omeprazole and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions, she is an allergy to something"), depression ("depression"), anxiety ("anxiety"), temperature intolerance ("intolerance to temperature changes"), migraine ("migraines"), headache ("headaches"), rash ("rashes orskin conditions type: rashes and peeling skin on palms of my hands"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("ision/eye problems type:blurred vision"), fatigue ("fatigue"), palpitations ("heart palpitations"), menopause ("hormonal changes describe: went in to instant menopause"), abdominal pain lower ("abdominal pain lower both sides"), vulvovaginal pain ("vaginal pain"), abdominal distension ("the bloating didn't go away quickly"), vitamin d deficiency ("vitamin d deficiency") and skin exfoliation ("both her palms look likes that peeling skin.") And was found to have weight increased ("weight gain"), hepatic enzyme increased ("high liver enzymes") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (removal of essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, autoimmune disorder, hypersensitivity, depression, anxiety, temperature intolerance, migraine, headache, rash, dyspareunia, vision blurred, palpitations, hepatic enzyme increased, menopause, vitamin d deficiency and blood cholesterol increased outcome was unknown, the weight increased, fatigue, abdominal pain lower and vulvovaginal pain had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, autoimmune disorder, blood cholesterol increased, depression, dyspareunia, fatigue, headache, hepatic enzyme increased, hypersensitivity, menopause, migraine, palpitations, rash, skin exfoliation, temperature intolerance, uterine perforation, vision blurred, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had verbal communication with her physician that still she have some problems approximately 2016 discrepancy in outcome of weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received events "the bloating didn't go away quickly, vitamin d deficiency, high cholesterol, both her palms look likes that peeling skin" were added. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (batch no. A64625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), fexofenadine (allegra), levothyroxine sodium (synthroid), omeprazole and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), the first episode of weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), temperature intolerance ("intolerance to temperature changes"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: rashes and peeling skin on palms of my hands"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type:blurred vision"), fatigue ("fatigue"), the second episode of weight increased ("weight gain"), palpitations ("heart palpitations"), hepatic enzyme increased ("high liver enzymes"), menopause ("hormonal changes describe: went in to instant menopause"), abdominal pain lower ("abdominal pain lower both sides") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (removal of essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, autoimmune disorder, hypersensitivity, depression, anxiety, temperature intolerance, migraine, headache, rash, dyspareunia, vision blurred, the last episode of weight increased, palpitations, hepatic enzyme increased and menopause outcome was unknown and the fatigue, abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, depression, dyspareunia, fatigue, headache, hepatic enzyme increased, hypersensitivity, menopause, migraine, palpitations, rash, temperature intolerance, uterine perforation, vision blurred, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details,, lab data, product information and events- intolerance to temperature changes, migraines, headaches, rashes or skin conditions type: rashes and peeling skin on palms of my hands, dyspareunia (painful sexual intercourse), vision/eye problems type: blurred vision), fatigue, weight gain, heart palpitations, high liver enzymes, hormonal changes describe: went in to instant menopause, abdominal pain lower both sides, vaginal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (removal of essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, autoimmune disorder, hypersensitivity, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, hypersensitivity, perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.